Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 24oct2024. A visual and tactile examination was performed. A longitudinal tear was identified in the balloon material. The tear measured approximately 95mm in length and extended from a position 3mm proximal of the proximal markerband to 2mm proximal of the distal markerband. There were no damages or kinks found on the tip and shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem and was replaced for another of the same device to complete the procedure. No complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem and was replaced for another of the same device to complete the procedure. No complications reported, and patient status was good.